Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix as well as the outer coil approximately 23 cm from the terminal pin due to a cut in the insulation sustained during explant. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis confirmed the reported clinical observation of high out-of-range pace impedance measurements secondary to fracture of the cathode conductor coil.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pace impedance measurements and loss of capture at 5v output. A revision procedure was subsequently performed wherein the lead was explanted and replaced. No adverse patient effects were reported.